Event description:
Complainant alleged that while attending to a pt (age & gender unk), the device would display a "poor pad contact" message and a dotted baseline with electrodes attached. Complainant did not indicate that there was any adverser effect to the pt due to the reported malfunction.